Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her left breast. The area was described as a sore. The patient was prescribed a cream for the irritation. During a follow up, the patient reported that the skin irritation was much better.